Event description:
It was reported that a user on the ilet contacted support for hyperglycemia after performing a full infusion set and reservoir change and replacing a g7 sensor shortly before the call, with a reported blood glucose of 401 mg/dl and no device alerts or alarms. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included troubleshooting and education provided, a transfer to a partner organization, and assignment for additional training. Investigation included remote troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction based on the absence of alarms and the temporal association with recent supply and sensor changes, which can involve infusion site or sensor warm-up variables. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.